Event description:
While customer was pulling the bottom drawer out for a collimator exchange, the drawer's outside latch collided with the detector's outside latch bar. This caused the collimator to fall about 1.5 inches to detector. There were no injuries associated with this event.